Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump also received with broken belt clip rails, missing display window cover, cracked battery tube threads and cracked case behind the pump at the corner of the belt clip rails. (B)(4).

Event description:
The customer reported via phone call that the belt clip rail and rim of the screen was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that there was condensation under the pump screen. Customer stated they did not hear fluid when shaking the pump. The insulin pump will be returned for analysis.